Event description:
It was reported that prior to an implant procedure, the implantable cardioverter defibrillator (ICD) ba?ttery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted. There was no apparent patient involvement.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information.